Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the white cuff had a leakage. The alleged issue was detected during testing.

Manufacturer narrative:
(B)(4). Catalog# corrected to 116200370. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. It was noticed that the sample was returned without the suction tube. No obvious defects were observed on the returned tube. The bronchial clear cuff was inflated to 25mbar with a calibrated endo test and the pressure dropped rapidly during inflation. The blue cuff was also inflated to 25mbar and no issues were detected. The device was then immersed into a water bath with air injected into the clear and blue cuffs. Air bubbles were observed coming from the clear cuff. No leaks were found on the blue cuff. The area of leakage on the clear cuff was identified under 20x magnification and a cut mark was detected. Simulation testing was conducted on samples from current production at the manufacturing facility and it was determined that the cut mark closely resembles that made by a scalpel. . Other remarks: there is a 100% leak test performed at the manufacturing facility; therefore, any defects would be detected prior to release. It is most likely that the defect was caused by improper handling by the user during preparation, although this could not be confirmed. The root cause is listed as unknown.

Event description:
The customer alleges that the white cuff had a leakage. The alleged issue was detected during testing.